Manufacturer narrative:
Reference MFR. Report #3004209178-2016-12890 regarding the other implantable neurostimulator the patient had implanted. Concomitant medical products: product ID 37602, serial# (B)(4), implanted: (B)(6) 2014, product type: implantable neurostimulator. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received via a manufacturer representative from a patient implanted with two neurostimulators for parkinsonian tremor and movement disorders. It was reported that the patient called her doctor¿s office stating that she fell because she lost her balance. She didn¿t hit her head, but since her fall her arm tremor had been worse. She did troubleshooting with the device over the phone with a manufacturer representative. She turned her device off and back on, and it was still controlling her tremor and she was still receiving benefit from therapy, but for some reason her arm tremor wasn¿t as well controlled as it was before the fall. The issue was not resolved. No surgical intervention occurred or was planned. The patient was making an appointment to follow up with her neurologist.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.